Manufacturer narrative:
(B)(4). Additional information: on an unknown date, the patient¿s effluent was clear. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient remains on antibiotic therapy and is recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as being diagnosed with the peritonitis, the patient was hospitalized for the event. On unreported dates, the patient began treatments for the peritonitis with vancomycin and fortum (doses, frequencies and routes not reported). The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapies were ongoing. No additional information is available.